Event description:
I was diagnosed with breast cancer in my right breast in (b)(6) 2013. I had a double mastectomy and had the Naturelle 45 Silicone-filled breast implants put in at the age of 53. I could NOT have the Dflap procedure done like I wanted because I was told my insurance didn't cover it. By 2015 I started getting stinging and burning sensations in all of my digits and limbs! The day the implants were put in me my chest screamed with fire from the burning of the implants!! I complained to the plastic surgeon about howbad my chest burnt and he said I would get used to it! 13 years later they still burn, not as bad, but sometimes they light on fire!!! As far as all the other symptoms listed on the FDA site, I have been living with EVERY SINGLE SYMPTOM FOR YEARS NOW!!! My physical body has been going downhill at a high rate of speed just in the past 2 years!!!! At the ten-year anniversary to have these implants changed out or removed completely I was dismissed by my doctor after me telling him that I thought the breast implants had a lot to do with me having many health issues, he laughed me out of hisoffice saying all these symptoms were all in my head. That was 3 years ago. And YES, I now feel like I am dying! I stay exhausted ALL THE TIME, I can't eat ANYTHING without it making my gut hurt so bad! I have a hard time swallowing even the smallest of baby pills out here. I have constant headaches and neck and shoulder pain. I've lost a lot of my muscles especially in my thighs and calves. I have lost most of my hair, I havetrouble finishing sentences or recalling words. My husband gets angry with me because I will ask the same question that he just answered 3 times in less than 5 minutes!!!! I have insomnia and fall asleep while I'm driving (which has been my income since 1990!) And now I have trouble staying awake even after a rare night of full sleep?! My LIFE has deteriorated so badly in the past 5 yrs that it only consists of working 6 hours a day, 4 days a week and in bed the rest of the time because I have NO strength to do anything else! I have become fear of crowds and people. I am extremelydepressed at times. It's been a living HELL, and I want these Implants OUT OF ME. BAN ALL BREAST IMPLANTS PERIOD. I am the granddaughter of a woman who lost both of her breasts 20 years apart. Family members all have had strokes and heart attacks. I have been a smoker since I was 13years old, quitting once for a couple of years; have been trying to quit for the past yr.